Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent blood glucose (bg) levels of in the 200s-500s mg/dl with an unknown cause. Bg was treated by completing infusion set changes, delivering correction bolus and manual injections. The customer was instructed to consult with the healthcare provider regarding bg level.